Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An equipment manager reported that the occlusion bell sounded before the handpiece was advanced into the eye by an ophthalmic surgeon. The handpiece was refluxed and flushed, but the alarm continued to sound. It was confirmed that there was brief contact with between the patient and the product. The procedure was completed after replacing the phaco tip and the handpiece. There were no consequences to the patient involved. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One phaco tip was returned for evaluation. The product was flushed by the customer and did not appear to be occluded in any way. A visual inspection of the phaco tip was performed and the tip was deemed nonconforming, for an unrelated complaint issue. The bottom of the cone had been twisted and bent. The tip appears to have been grabbed and twisted from some unknown tool. The phaco tip did not show any visual signs of being occluded when viewed from both the distal and proximal end. The phaco tip was flushed with fluid and the inside diameter has a good fluid pathway. A wire was inserted through the inside diameter and no blockage was present. The complaint evaluation cannot confirm the phaco tip is occluded or why the occlusion bell occurred during the procedure. The phaco tip was not occluded. The reason for the occlusion bell alarm cannot be determined from this evaluation. The visual nonconformance appears to be from the removal of the phaco tip from the handpiece. No specific action with regard to this complaint was taken because the reason for the complaint issue was unable to confirm. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).